Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8590-9, lot# n489208, implanted: (B)(6) 2015, product type: accessory; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 2 ,000mcg/ml, 100mcg/day, for intractable spasticity. On (B)(6) 2014 the patient went to the emergency room with the complaint of a high fever. She was admitted to the hospital in order to investigate the cause of the fever. The catheter was accessed on (B)(6) 2015 to confirm patency and obtain cerebrospinal fluid (csf) for culture. The csf culture came back positive for infection (organism unknown). The pump was explanted on (B)(6) 2015 and the existing catheter was capped off. The patient status at the time of this report was stated to be "alive-no injury". Medical history includes scoliosis and cerebral palsy. Follow-up is being conducted to obtain all information relevant to the event. A company representative later reported that the cause of infection was not determined. The patient was discharged from the hospital on 10/05/2015 with a peripherally inserted central catheter / pic line for administration of intravenous (IV) antibiotics.